Event description:
(B)(4). Same case as MDR ID # 2134265-2013-05320, 2134265-2013-05321, 2134265-2013-05617 and 2134265-2013-05618. Same patient as MDR ID # 2134265-2013-04986, 2134265-2013-05101, and 2134265-2013-04985. It was reported that during percutaneous coronary intervention, myocardial infarction occurred. In (B)(6) 2010, the subject presented with chest discomfort radiating to both arms with shortness of breath. The subject was diagnosed with unstable angina with acute coronary syndrome. Cardiac catheterization was recommended. Target lesion #1 was a de novo lesion, located in the atrioventricular artery (rpav) with 80% stenosis and was 5 mm long with a reference vessel diameter of 2.50 mm. Target lesion #1 was treated with direct placement of a 2.50mm x 8 mm taxus liberte stent with 0% residual stenosis. Per source, the target lesion #1 was distal right posterolateral artery (rpl) which was treated with 2.5m x 12 mm taxus liberte stent. Target lesion #2 was a de novo lesion, with a pre-existing intraluminal thrombus in the mid segment, located in the proximal right coronary artery (rca) extending into distal rca with 90% stenosis and was 38 mm long with a reference vessel diameter of 4.0 mm. Target lesion # 2 was treated with thrombectomy of mid rca lesion followed by placement of a 4.00mm x 12 mm taxus liberte stents. Another 4.00mm x 38mm taxus liberte stent was placed from the mid rca through the proximal rca with an overlapping 4.00 x 12 mm taxus liberte stent placed more proximally. Following post-dilation, the residual stenosis was 0%. Per source the target lesion # 2 is proximal rca extending up to right posterior descending artery (r-pda). Following stent placement and post dilation, the patient experienced st elevation with chest discomfort. Distal embolization was noted which was treated medically. In addition, a 4.0mm x 8mm taxus liberte stent was placed overlapping the 4.00mm x 38mm taxus liberte stent to treat pre-existing filling defect and plaque rupture with 0% residual stenosis. Three days post-procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with chest pain and was hospitalized on the same day. Sustained episode of chest pain was experienced a day before hospital admission. The chest pain was characterized as epigastric fullness coming up to the chest and radiating to the back and down to both arms. Electrocardiogram revealed sinus tachycardia and lateral st segment depression of 1 mm suggestive of ischemia. Troponin values were found to be elevated. The subject was then diagnosed with myocardial infarction. At the time of the event, the subject was taking aspirin in (B)(6) 2013, the event myocardial infarction was considered to be resolved without residual effects. The patient was discharged on the same day on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).